Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed "motor not working." No patient injury reported.

Manufacturer narrative:
Device evaluation: visual inspection found product was cracked on right plunger case and missing battery. The event history log found a motor not running. Motor not running error was also found during occlusion test. Combination of worm coupling and stepper motor does not working as intended caused reported issue. Replaced worn coupling and stepper motor also replaced lead screw and both clutch halves for preventive. Performed preventive maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service review identified this device has not been in for service in the previous year (device sent in service for base hardware failure on (B)(6) 2016) which is unrelated to the customer's complaint.